Event description:
A review of service data has detected a reportable event. Upon servicing of charger/ modem sn #: (B)(4), which was returned for normal maintenance, the charger would not power up. The last pt to use this charger did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon receipt the charger would not power up. Upon investigation evidence of insect infestation was found inside the charger. The cause of the inability to power up is the contamination inside the charger/modem. The root cause for the contamination is likely insect infestation. No adverse event resulted from the contaminated charger/modem. The last pt to use this charger/modem did not report any deficiencies.